Event description:
A temporary pacemaker was being inserted in pt when the balloon stuck in the inflated position, enveloping the distal pole and preventing pacemaker capture. This resulted in excess manipulation of tpm in attempting to find optimal "position for the pacemaker capture which in all likelihood, resulted in the v. Tach, precipitating a cardiac arrest, resuscitation and insertion of another similaar operative temporary pacemaker.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing, unanticipated short term complication of procedure, balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.